Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that she feels tired. Customer states that the meter is now reading 525mg/dl while on the call back. Customer will call her doctor's office. Manufacturer contacted customer in a later time to ensure that the customer symptoms improved, unable to establish contact after several follow up attempts.

Event description:
Consumer reported complaint for e-5 accompanied with symptoms. The customer is concerned with tests results from results obtained of 549 and 525mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling tired. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 549mg/dl fasting using meter. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.